Manufacturer narrative:
The product analysis indicates the patient interface came in with missing spare fuses. The reported issue could not be duplicated. As a precaution, the p/I board was replaced. The cable failed triboelectric immunity test and was replaced. The spare fuses were also replaced. The patient interface was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim system was intermittently not working. The case was completed with a backup device. There was no patient impact. This is regulatory report 2 of 2 (patient interface).